Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 24x2.5-3.5mm, bifurcated, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the mildly tortuous and mildly calcified proximal to distal left anterior descending artery. The lesion was treated with pre-dilation using 1.5x20 and 3.5x20 maverick2 balloon catheters. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.